Event description:
Caller reported that pump battery would not charge. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed customer to try a different wall outlet and to leave the adapter plugged in for at least 30 consecutive minutes. After following these instructions, customer confirmed that pump charged to 100%.